Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a sudden onset of left-sided chest pain while lying down. The patient's pain radiated to their left arm and shoulder. The patient was unable to activate their implantable cardiac monitor at the usual site so a computerized tomography (CT) scan was performed. The CT scan revealed the icm had migrated down in the left epicardial fat pad. The icm was surgically removed. No further patient complications have been reported as a result of this event.